Event description:
A one-third tubular plate, implanted for a fractured left radius, broke post-operative. Patient was injured in a football game and suffered a fracture of the left radius and ulna. Patient experienced pain post-operative, arm became disfigured, waited 9 days until the next doctor's appointment. X-ray taken on an unknown date showed the plate had broken. Broken plate was removed on an unknown date.

Manufacturer narrative:
H3, h6: no investigation could be performed, no conclusion could be drawn as no device was returned.